Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. The surgeon used another ligasure device to resect the tissue adjacent to the jaws in order to remove the device from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.